Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer went to the ER for high blood glucose. Her blood glucose exceeded 600 mg/dl. At the ER she was treated with insulin drip. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. The customer stated that her infusion set cannula was bent. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a replacement infusion set was shipped to the customer.